Event description:
Case determined to not be reportable based on new information received.

Manufacturer narrative:
The emdr with manufacturer report number MDR 1049092-2023-00177, submitted on 06/19/2023, was submitted in error as this case was determined to be not reportable. Please retract the report. FDA registration number; reporting site: 1049092; manufacturing site: 3005471919.

Manufacturer narrative:
E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
¿Customer said that these catheters caused pt to bleed the ends are too sharp."